Event description:
It was discovered that this pacemaker was unable to be interrogated. Technical services was contacted and provided troubleshooting options. Additional information was requested from the field representative however, no new information was obtained. At this time, the device remains in service. No adverse patient effects were reported.